Manufacturer narrative:
(B)(4). Neither the handpiece nor the generator was returned for investigation. However, a covidien technical support representative performed testing on the generator at the site on january 22, 2010. Testing showed the generator to perform to company standards and specifications. Because the handpiece cannot be fully tested in the field, the lf4200 was not tested but a visual inspection did not reveal any obvious issues. A request was made to the site to return the handpiece for full eval. They have not yet agreed to send the device.

Event description:
The customer reported that during a hysterectomy, the surgeon found what was described as an area of irritation on the pt's labia. The area was treated with ointment. The pt was released but later returned to the surgeon's office due to pain from the area of irritation. The site documented the injury as a burn, but no specific degree of burn has been stated. The pt was not readmitted to the hospital.